Manufacturer narrative:
(B)(4). This report was received from a nurse via the baxter patient support program. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced fungal peritonitis manifested by abdominal pain and cloudy peritoneal dialysis (pd) effluent coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On the same day, the patient began treatment for the peritonitis with ciprofloxacin, imipenem and amikacin (doses, frequencies and routes of administration were not reported). Twelve days later, peritonitis treatment with ciprofloxacin, imipenem and amikacin was discontinued. It was reported that the patient did not respond to the peritonitis treatment so the patient's pd catheter was removed. On the same day as peritonitis treatment discontinuation, dianeal therapies were withdrawn and the patient was transferred to hemodialysis. Four days later, the patient was discharged from the hospital. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the peritonitis event. No additional information is available.